Event description:
The customer reported to beckman coulter (bec) that there was a clenz leak of a few milliliters from the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes, and the operator did not seek medical attention. No erroneous results were associated with this event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and confirmed a fluid leak from an overflow vent at vc26 due to slow draining causing the chamber to overflow out of the vent line onto the floor of the instrument. The fse indicated that the leaked fluid was clear and clean. The fse replaced the check valve in the drain line and removed a plug in the pressure line to the waste chamber. The system performance was verified. Failure mode was related to a plug in the pressure line to vacuum chamber vc26. (B)(4).